Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure.

Event description:
A patient in a study underwent an ion endoluminal lung biopsy procedure. During the procedure, the patient experienced bleeding. Treatment involved administration of topical epinephrine. The study investigator reported that this intervention was not outside of the physician's normal practice. The event was reported as resolved at that time. The patient was then discharged the same day. There is a comorbidity of hypertension. The target lesion measured 48 x 51 x 61 mm. Tools used were 21g flexision needle, cryoprobe - 1.1mm, cook captura forceps, and bronchoalveolar lavage (bal). The procedure time was 41 minutes and was completed utilizing ion; there were no ion device malfunctions reported. Pathology results were malignant - non-small cell lung cancer - not specified. The study investigator reported the event as not a serious adverse event, a ctcae grade 1, possibly related to the patient's pre-existing conditions, but not related to the ion procedure and not related to the ion system.